Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, diopter -9.0/+3.5/095 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged because low vault, lens rotation, and refractive surprise were noted by the surgeon. The replacement lens was of longer length and similar diopter.

Manufacturer narrative:
The lens was returned dry in a lens case/ vial and there was clear surgical residue on the product. Visual inspection found the lens optic torn and the haptic bent and deformed. (B)(4). Device manufacturer date: it is corrected to "27-may-2016". (B)(4).